Event description:
The pump was returned for investigation. Investigation revealed the pump was not able to power on due to moisture corrosion in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/13/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: evaluation revealed that there was moisture corrosion in the battery compartment. The pump was unable to be powered on. The pump¿s cover was removed and a solder connection on the transceiver board was found to be defective. Additional testing could not be performed due to the pump not powering on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).